Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Method: actual device evaluated, visual inspection. Results: updated to fracture problem. Conclusion: updated to design deficiency. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional, found signs of repeated use and a fracture on the anterior side of the post. The piece was not returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-01716.

Event description:
It was reported through returned instruments that the tibial articular surface was worn and abraded. The product was returned with fractured pieces missing. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.